Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi and the patient was experiencing rhythm changes and diaphragmatic stimulation. The patient was transferred to the emergency room and hospitalized. Technical support was contacted and the device was reset. The patient was in stable condition.

Event description:
During follow-up, the device was found in back-up vvi due to event queue overflow and the patient was experiencing rhythm changes and diaphragmatic stimulation. The patient was transferred to the emergency room and hospitalized. Technical support was contacted and the device was reset. The patient was in stable condition.